Event description:
It was reported that the patient experienced an infection. Explant procedure is planned for the cardiac resynchronization therapy defibrillator (crt-d), right atrial (ra) lead, right ventricular (rv) lead, and left ventricular (lv) lead. No additional adverse patient effects were reported. System has been explanted.